Event description:
It was reported that patient underwent a washout of their wound at the ipg site due to fluid buildup on (B)(6) 2022. Stimulation was reportedly restored following the procedure.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.